Manufacturer narrative:
Testing of actual/suspected device (10) a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse found that the ECG leads would not connect to device. To address the issue the fse replaced the front end board. The fse performed a full preventive maintenance and all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a broken ECG port. It is unknown under which circumstances this event occurred; however, there was no patient involvement, and no adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Additional contact information: (B)(6). The defective components were received for further investigation. The national repair center installed the pcb,front end, rohs into the cardiosave test fixture and tested the board to factory specifications per procedure number (B)(4) and the cardiosave service manual revision n. The nrc verified the failure of the ECG cable not plugging into the ECG connector. The ECG connector j1 is defective. Retaining the front end board in the nrc per procedure number (B)(4). The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) stated that the ECG leads would not connect to device. Replacing front end board corrected this. Complete full pm with test equipment and measurement details. The defective components were received for further investigation. The national repair center installed the pcb,front end, rohs into the cardiosave test fixture and tested the board to factory specifications per procedure number 0002-07-d016 revision c and the cardiosave service manual part number 0070-00-0639 revision n. The nrc verified the failure of the ECG cable not plugging into the ECG connector. The ECG connector j1 is defective. Retaining the front end board in the nrc per procedure number 0002-07-d008 rev. Aj. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.